Event description:
End userreports that "she developed bleeding while using catheter which required hospitalization. She has been using this catheter for more than a year s/p c4 quadriplegic diagnosis and neurogenic bladder, she reports that on wednesday she developed bright red blood when using catheter. She catheterizes 7 x's per day from her continent diversion stoma. When she catheterized the next time she continued to have bright red blood that filled the collection bag and reports that blood by end of the day appeared darker in color. She was admitted to the hospital for this issue and had a CT scan and ua c and s. Md began IV antibiotics and advised consumer that based on CT scan he believed the catheter eyelets were causing damage to the bladder walls resulting in bleed and infection. She was discharged on saturday and changed to an alternate brand of catheter. Her bleed has resolved. She did not notice anything specifically different in appearance about these catheters but notes that sometimes the french size appears smaller in diameter. She has never measured and all packages are 14french."